Manufacturer narrative:
Patient weight: unknown; requested but not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted, therefore not explanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the arm of the preloaded intraocular lens (iol) broke off during insertion into the left eye. Only the cartridge tip had patient contact. No incision enlargement, suture, or vitrectomy was required. There was no serious injury. No further information was provided.